Event description:
In (B) (6) 2009, pt had essure coils placed. Pt followed all instructions following the procedure and also had confirmation dye test to verify tubes were completely closed. In (B) (6) 2010, pt became pregnant. After confirming pregnancy with ob, they double checked films from test and the tubes show completely closed.